Event description:
It was reported that during a da vinci low anterior resection procedure, it was observed that the endowrist one vessel sealer instrument did not properly coagulate. A test on a little fat was performed and the instrument worked okay. The surgeon returned to the original operating site and the instrument had an inadequate seal and there was bleeding. The procedure was completed successfully. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported event. The surgeon attempted 2 times to seal the inferior mesenteric artery (ima) with the endowrist vessel sealer instrument. During each attempt, the surgical staff noticed that there had been no sealing after the jaws of the instrument were opened. The csr indicated that the vessel did not seem to be highly calcified. The surgeon was holding the master grips fully closed throughout the sealing cycle. The surgeon reportedly heard audible tones indicating that sealing was complete. The sealing cycle was between 5-10 seconds long before the audible tones were heard. There was no tissue effect observed during the attempted sealing. The da vinci system did not give any errors or messages to indicate that the instrument was not coagulating or sealing. The surgeon did not attempt to use the cut function at first after attempting to seal because it appeared that there had been no sealing. There was bleeding and it was controlled by using the fenestrated bipolar grasper instrument. According to the csr, the estimated blood loss during the surgical procedure was 800 cc. No blood transfusions were administered. The da vinci surgical procedure was completed and the patient was discharged from the hospital on an unspecified date.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint. The instrument was installed on an in-house da vinci system and self-check passed. A grip force test was performed and passed. The instrument passed a gap gage test, electrical continuity testing, and a grip force test. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: while undergoing a da vinci surgical procedure, the endowrist one vessel sealer instrument allegedly did not seal the ima properly and the patient experienced an estimated blood loss of 800 cc. However, there is no indication that a product malfunction occurred. The instrument was returned to isi and evaluated, and no trouble was found.